Event description:
During a colonoscopy, one of the wheels that the md uses to turn the scope so he can see more of the colon broke. The scope had to be removed and a second scope was used for the procedure.